Event description:
It was reported the subject device exhibited black and green line when black. The issue occurred during bronchoscope procedure and intended procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn out video connector latch causing poor connection with pigtails and faulty printed circuit board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: black horizontal line and green vertical line is confirmed due to faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.